Event description:
Additional information received from the healthcare provider (hcp) reported the hcp was no longer involved with the patient's care as he had relocated.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported he was put in jail and was pulled from his bed when he was sleeping and landed on the floor on the implantable neurostimulator (ins). A doctor's appointment was scheduled for (B)(6) 2016 and the patient said he could not wait until then for the appointment. The patient was in pain. The patient could not connect to the ins with the implantable neurostimulator recharger (insr) and programmer. There was pain at the ins site and new pain occurring daily. The new pain was like electrical shocks going down the legs into the feet and up the spine. This was a new sensation. A fall could have been related to this issue as the patient was pulled from the bed and fell landing on the ins. This was a sudden change in symptoms at the back, legs, feet, and spine. Relevant medical history included spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.